Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Since the suspect device was not returned to olympus for evaluation, a conclusive root cause could not be determined. Possible causes, as determined by the legal manufacturer, include "the endoscope was not connected, the image cable was not connected, the brightness setting of the video monitor was inappropriate, the power of the device that was connected was not turned on. "

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a cause cannot be determined.

Event description:
A user facility reported to olympus that they were unable to obtain an image on the monitor. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.